Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral upper abdomen on (B)(6) 2017 using coolmax applicator and treated to bilateral lower abdomen on (B)(6) 2017 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 3 months after treatment in september. Diagnosed on (B)(6) 2017 to lower abdomen. Pah described as the tissue in the lower abdomen is firmer than the surrounding untreated tissue.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral upper abdomen on (B)(6) 2017 using coolmax applicator and treated to bilateral lower abdomen on (B)(6) 2017 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 3 months after treatment in september. Diagnosed on (B)(6) 2017 to lower abdomen. Pah described as the tissue in the lower abdomen is firmer than the surrounding untreated tissue.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral upper abdomen on (B)(6) 2017 using coolmax applicator and treated to bilateral lower abdomen on (B)(6) 2017 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 3 months after treatment in september. Diagnosed on (B)(6) 2017 to lower abdomen. Pah described as the tissue in the lower abdomen is firmer than the surrounding untreated tissue.